Manufacturer narrative:
(B)(4). Report source: canada. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device fractured. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of pictures provided. Visual evaluation of the device picture shows the device is fractured. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. H6: type of investigation - 4119 - insufficient information available and 4114 - device not returned are n/a which was reported on initial report. Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Visual evaluation of the returned device shows signs of repeated use and the device was found to be fractured. The root cause of the reported event is attributed to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.